Event description:
Event description cpi received information that the use of this implantable cardioverter defibrillator (ICD) was abandoned when it was found that the device reported a shorted shocking lead condition during the implant procedure.